Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular accessed was gained via the left femoral artery. The 90% stenosed target lesion was located in a calcified and moderately tortuous left external iliac artery. The sterling mr 8x30/135 (4f) balloon catheter was used for post-dilation of a non bsc stent. The balloon ruptured at 4 atms on the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2 mm from the proximal edge of the distal marker band. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular accessed was gained via the left femoral artery. The 90% stenosed target lesion was located in a calcified and moderately tortuous left external iliac artery. The sterling mr 8x30/135 (4f) balloon catheter was used for post-dilation of a non bsc stent. The balloon ruptured at 4 atms on the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.